Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) code upon interrogation. Data analysis was completed and the cause of the bd code was unable to be determined at this time. The device had sensed magnet applications off and on for approximately two months. The device had encountered and corrected memory corruption which may have caused the bd code to be triggered. Another data analysis was suggested in a few weeks time to reassess the device. It was later reported that the patient does have an lvad which does have a magnet source within the device. An additional data analysis was performed and the cause of the increased power consumption was unable to be determined at this time. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.